Event description:
On (B)(6) 2010, the patient underwent a bilateral simple mastectomy and bilateral axillary node dissection with tissue expander insertion and was implanted with 2 dermal allografts. She was discharged on (B)(6) 2010. In (B)(6), 2011, the patient presented with fluid collection/leakage and wound dehiscence. On (B)(6) 2011, she was re-admitted for removal of the tissue expander with replacement. Cultures were obtained and were reported as 'no growth'. The patient was treated with bactrim and is recovering. Note: this is the first of 5 alleged post-operative infections (different patients/different donors) received from this facility in a single report. Allograft serial number(s) and incident details were not provided until (B)(6) 2011.